Event description:
Loosening of uncemented femoral component.patient did well initially following implantation on 5/18/93, and returned to the nursing home. However, she had a sudden onset of pain, and x-ray demonstrated that the femoral component had subsided. On 6/10/93 she was taken back to the operating room for open reduction and internal fixation of the left femoral fracture, and insertion of a cemented prosthesis.